Manufacturer narrative:
Updated: h6, h10 . This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported resin tip coating of the connecting tube had fallen off issue could not be determined, however, the issue was likely the result of physical and or chemical stress and resulting in the loss of water tightness. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the resin tip coating of the connecting tube had fallen off. Additional findings include the following: water tightness was lost due to a cut on the connecting tube, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the control unit had corrosion due to water leakage, the universal cord had a cut, the grip was sticky, the connecting tube had a dent, the adhesive on the bending section cover had a crack, an abnormal sound was made due to damage on the angulation lever, and the angulation lever did not move smoothly due to damage. The following findings had a scratch: the video connector case, video connector, light guide connector, video cable, up / down plate, angulation lever, grip, switch box, scope cover, and the control unit. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the rhino-laryngo videoscope had a tear on the tip coating. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the resin tip coating of the connecting tube had fallen off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.